Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facscanto ii cytometer 4/2/2 sys ivd leaked biohazard waste. There was no user impact. The following information was provided by the initial reporter: is the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was the fluid actively spraying about outside the machine? It was outside the arm, but inside the instrument. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No. Customer noticed that the aspirator arm is misaligned compared to the needle resulting in liquid going to the side of the arm when performing a sit flush. The instrument can be used normally otherwise.

Event description:
It was reported that while running bd facscanto ii cytometer 4/2/2 sys ivd leaked biohazard waste. There was no user impact. The following information was provided by the initial reporter: 1. Is the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was the fluid actively spraying about outside the machine? It was outside the arm, but inside the instrument. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No. Customer noticed that the aspirator arm is misaligned compared to the needle resulting in liquid going to the side of the arm when performing a sit flush. The instrument can be used normally otherwise.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage from the aspirator arm not contained within the instrument. Manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 24sep2020 to date 24sep2021. Complaint trend: there are (B)(4) complaints related to a waste leakage from the aspirator arm not contained within the instrument. Date range from 24sep2020 to date 24sep2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a misaligned aspirator arm. The aspirator arm catches and removes any excess waste that drops from the sit, and improper alignment can lead to the waste leaking outside of the instrument and potentially contacting the user. The customer had initially reported that they noticed that the instrument¿s aspirator arm was not directly beneath the sit, which resulted in some waste fluid dripping from the side of the arm during sit flushes. The fse (field service engineer) that responded to this complaint confirmed the issue and realigned the aspirator arm. No parts were requested for evaluation as there were no parts replaced. After the repair, the instrument was tested and functioning as expected with no further leaks. Although the leakage of waste poses the risk of contamination upon contact, the customer confirmed that they did not come in contact with the fluid and were not harmed in any way. Additionally, there was no spray of fluid outside of the instrument and thus no increased risk of exposure. The instrument was being used for clinical diagnoses but the incident did not delay or otherwise affect the treatment of any patients. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii - aspirator arm disaligned. O problem description: the arm of the sit is no longer aligned. O work performed: adjustment of the sit arm, problem solved, correct operation of the instrument. O cause: the arm of the sit is no longer aligned. O solution: sit arm alignment. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿1¿ and the occurrence is ¿6¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: 10 sit ID/od flush. O function: 10.1 clean sit ID/od reduce carryover. O potential failure mode: 10.1.2 saline drop hangs on end of sit after purge cycle. O potential effect(s) of failure: 10.1.2.1 drop falls on user¿s hand. O potential cause(s) / mechanism(s) of failure: 10.1.2.1.1 drop stuck to sit. O current controls: 1. Aspirator arm bar. 2. User training. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 1. O occ: 6. O det: 2. O rpn: 12. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the waste leakage was due to a misaligned aspirator arm. Conclusion: based on the investigation results the root cause of the waste leakage was due to a misaligned aspirator arm. The fse confirmed the issue and adjusted the aspiration arm. After the repair, the instrument was rebooted, tested, and functioning as expected with no further leaks. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is limited, s2, and there was no impact to customer health or safety.